Event description:
The following was reported: patient stated he experienced right knee "posterior separation" on: 24 dec 2022 and 31 dec 2022 . Patient stated it was "put back" each time. Patient reached out to stryker because he wants "to know how to best deal with this"

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.